Manufacturer narrative:
The account indicated the right rail has what appears to be a stuck nurse call switch. The account replaced the siderail interface board to repair the bed.

Event description:
The account alleged the bed failed to send a nurse call nor will the tv and light functions work.